Event description:
Doctor at eye clinic reported pt had discomfort and irritation with left contact lens. Corneal erosion was diagnosed and the erosion penetrated to the bowan's membrane. Pt was treated with hyalein ophthalmic solution. A scar in the lower eyelid was present. There was no decrease in visual acuity.

Manufacturer narrative:
The returned lens was evaluated and found to be within all specifications, no product defect was found. Lot information was not available. Based on all information, no causal factors can be determined and no conclusion can be drawn.